Manufacturer narrative:
No patient information is available. Event date is estimated based upon report date (event date may be earlier). This MDR groups four complaints which are on the same model number and for the same issue. Entered date is earliest of the four. The remaining three were reported on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. Model number is xeridiem part number. Catalog number is part number for cook medical, xeridiem's exclusive distributor for this device. Since lot number is unknown, expiration date and full UDI are not known. Implant/explant dates are not known. Devices have not been returned on this group of four complaints (although a return on the 3/30/2018 complaint could still be possible). However, the reported issue is a known one. A follow-up report will only be provided if the device is returned on the fourth complaint and leads to a different finding from the known issue. (B)(6). Device return date listed is for first of the 4 complaints. The other three were reported on 3/12/2018, 3/19/2018 and 3/30/2018. Devices have not been returned for evaluation on this group of complaints (although a return could still be possible on the 3/30/2018 complaint). However, the issue is known. Date of manufacture cannot be determined since lot number is unknown. Known issue which is resolved by change recently cleared in k171347. Xeridiem is preently working through production implementation of this change.

Event description:
The enfit caps and feeding port connections are breaking. There are small cracks in the caps themselves and the threaded flanges are breaking off. The patient is also using tools to get caps unstuck. The caps need to be tightened down hard or else they leak. The enfit that is glued into tube is breaking when patients try to wiggle the enfit connection out of the feeding ports.

Event description:
Same as original report 2025851-2018-00010.

Manufacturer narrative:
This follow-up report adds three additional complaint reports that are from the same healthcare facility, on the same device catalog number, and for the same issue as the original MDR. Date entered is for the first additional report. The other two additional reports were received on may 21, 2018 and june 29, 2018. Product was returned on the first additional report and the enfit connector cracking failure was confirmed with no new finding as compared to the original MDR. As stated in the original MDR, xeridiem is currently working through production implementation of the change (enfit connector material) that corrects this problem.